Event description:
It was reported that the backside of the optic looks scratched. The doctor is likely to be removing this lens in the near future. Per follow up, doctor thinks that the source of the scratched lens is the cartridge where maybe it has micro sized edges at the edge of the wings and therefore they create the scratches. Lens remains implanted. The patient is doing well so far. No other information provided.

Manufacturer narrative:
Date of event: unknown, not provided. Asku. Catalog number: only partial catalog number provided as lot number is unknown. Lot number: unknown/not provided. Expiration date: unknown/not provided. UDI number: unknown/not provided. If implanted, give date: unknown/not provided. If explanted, give date: not applicable, as lens remains implanted. He device is not returned as lens remains implanted and suspect cartridge was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown/not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: a customer provided photograph was evaluated by subject matter expert. The provided photograph displays the anterior segment of a pseudophakic eye. The slit lamp image displays an iol with linear/parallel scratch like marks with a smearing appearance. The root cause and potential clinical impact of the observed phenomena cannot be determined from a picture assessment. The complaint issue dc-cartridge damaged was not confirmed. The complaint issue of dc-cosmetic issues was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: received new information that customer already reported the previous complaints to us when they got the chance and should already be in our complaint system. Concomitant lens model is za9003, 20.0d, serial number (B)(6). Original implant date of concomitant lens was (B)(6)2021, implanted in the patient's right eye. It was also noted that patient is seeing reflections. Patient to decide on having a lens exchange. Patient age - 63 yrs. Old, date of birth - (B)(6) 1957, weight 179 lbs., ethnicity - not hispanic, race - white. Fields below updated: section a2 age and date of birth: 63 yrs. Old/ (B)(6) 1957. Section a4: patient weight: 179 lbs. Section a5: ethnicity/race: not hispanic/white. Section d6a: implant date: (B)(6) 2021. Section h6: health effect clinical code: 2140. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.